Event description:
This report was rec'd from a surgical nurse on behalf of an ophthalmologist reporting a model 920 iol was implanted post cataract extraction, and a big crack was noted across the lens. The lens was inspected prior to implant an no abnormalities found. She indicated that the physician did not see a crack in the lens during the folding process. However, after releasing the iol from the folder, a big crack was noted. The iol was explanted during the same surgery without further incident. Another model 920 iol was implanted without any problems. The nurse indicated she would return the iol for evaluation. Investigation by the MFR is pending.